Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test. No unexpected insulin flow blocked alarm, no delivery alarm noted during testing. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Insulin pump alarmed hardware low level failure alarm during self test and confirmed in the pump history due to broken electrical board trace on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin flow block alarm. Customer's blood glucose value was 9.7 mmol/l. Customer stated the insulin did not exit and pump alarmed insulin flow blocked. Customer stated that pump did not alarm with no reservoir detected. The device will be return for analysis.